Manufacturer narrative:
Final analysis found that a partial lead with the connector pin measuring 4.8cm was returned. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a defibrillator replacement procedure, the ventricular lead exhibited high impedance. The lead was capped and replaced. No patient symptoms were reported.